Manufacturer narrative:
D3. Manufacturer email: (B)(6).

Event description:
It was reported that error 188 was received when the customer tried to turn on the console. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3. Manufacturer email: (B)(6). The console was serviced at the customer's facility by a field service engineer (fse). The fse was able to confirm the error reported by the customer. The error was found to be caused by a worn fuse housing for the water pump. The fuse housing was replaced. In addition, the fse checked the water filter, the breaker, the e-stop, the foot pedal operation, the optics and the debris shield. The fse also added distilled water to the system. The energy output and centration were then checked. The system met all manufacturer specifications and was ready for use. The fuse holder was returned and inspected by our quality assurance laboratory. Visual analysis identified the fuse holder was broken into two pieces. Based on the information available, and the fuse analysis results, the cause that contributed to the reported error message was likely the damaged fuse.

Event description:
It was reported that error 188 was received when the customer tried to turn on the console. The procedure was not completed due to this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.